Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There are no other complaints in the lot. Corrected information: an initial MDR (MFR report # 1119421-2015-06895; submitted 12/21/2015) and two supplemental reports (2/3/2016, 3/21/2016) were submitted for this event under the incorrect manufacturing site of (B)(4). A third supplemental report (MFR report # 9612169-2016-00050; submitted 5/6/2016) was filed correcting the manufacturing site to (B)(4). This current report references the correct manufacturing site (B)(4) in an initial report and provides an explanation linking these report filings. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer who underwent bilateral cataract surgery with intraocular lens (iol) implantation reported that she "could not bear" the iols 9 months after surgery. The consumer described being "disturbed and handicapped" by her visual acuity. The consumer provided a statement from the surgeon, reporting that the intervention was carried out without incident and her visual acuity remained at 5/10 p8 in both eyes (unknown date). Additional information was provided by the patient. She planned to undergo a refractive surgery. Her ophthalmologist had offered to explant the intraocular lenses however the patient had refused. Product identifiers were provided for one of the implanted iols. Additional information was provided by the consumer, who confirmed lens/eye assignment. Based on this information, this report has been reassigned to the patient's left eye (os). There are two manufacturing reports associated with this patient.